Event description:
Surgeon was attempting placement of central line, and when attempted to withdraw guidewire, the wire uncoiled making it useless. Line withdrawn and new line inserted. No injury to pt. Guidewire was discarded by operating room staff.